Manufacturer narrative:
The event occurred in (B)(6). The device was labeled and configured for mg/dl. During investigation, it was confirmed that the meter reads now in mmol/l.

Event description:
Caller reported a mg/dl aviva combo meter displayed e57, and since that time, the device has been displaying results in mmol/l. No adverse event reported. The device was returned, replacement sent.